Event description:
Medtronic minimed affiliate reported customer being hosptialized due to low blood glucose levels. Troubleshooting was performed and found pump was programmed for u50 insulin, when customer was actually using u100 insulin.